Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention from ems (emergency medical services) due to hypoglycemia. The patient accidentally overdosed on insulin causing hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 1 and 4 hours. The patient was given honey and a pepsi to raise blood glucose levels. The pod was worn when seeking medical attention.